Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-04624. It was reported the system was autoreducing. Diagnostics showed high impedances on both leads. In turn, both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, visual inspection showed the returned lead (b) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.